Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.the tandem pump user guide states: if you drop your pump or it has been hit against something hard, ensure that it is still working properly.

Event description:
It was reported that after the pump was dropped, the pump touch screen could turn on, but the display remained light grey resulting in the customer being unable to interact with the pump. There was no adverse impact to customer's blood glucose. Customer declined to provide backup method of insulin therapy.